Manufacturer narrative:
(B)(4). Concomitant product: guide wire: asahi sion. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the distal right coronary artery that was 70-90% stenosed. A 2.75 x 18 mm xience alpine was implanted; however, when a sion guide wire was being removed, it got stuck with the anatomy and shortened the stent. There was a delay to remove the damaged stent with a lasso, but the stent was not able to be removed. A follow-up with the patient will be done in a month. The delay was not clinically significant and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A cine was received and reviewed by an abbott vascular clinical specialist. In conclusion, it does appear that the sion blue guide wire was entangled within the xience alpine stent. The investigation determined the reported difficulties appear to be related to circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.